Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts bunched and pulled proximally over the proximal markerband. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.75x38mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery. After crossing the lesion with a non-bsc guidewire, pre-dilation was performed with a non-bsc balloon catheter. A 2.75x38mm promus element drug-eluting stent (des) was advanced but failed to cross the lesion. The procedure was completed with a smaller size promus element des. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.